Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported that the patient with this neurostimulator had their system removed because they did not believe that the therapy was helping their symptoms as much as anticipated. There were no reported patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A risk review was completed and confirmed that the events of device explantation and inadequate/inappropriate treatment or diagnostic exposure were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this neurostimulator had their system removed because they did not believe that the therapy was helping their symptoms as much as anticipated. There were no reported patient complications.